Manufacturer narrative:
(B)(4). Approximate age of device ¿ 71 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was seen in the emergency department (ed) due to near syncopal episode. The patient¿s system controller log files were submitted to the manufacturer for review. The submitted log file was reviewed by a representative of the manufacturer's technical services team. The pump parameters were found to be stable and operating over similar ranges throughout the approximately 6 days of data.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported near syncopal episode could not be conclusively determined. Review of the submitted system controller log file showed that the pump appeared to operate normally at the set speed of 9400 rpms. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.